Event description:
It was reported the 4012 lead was being used in the right ventricular port and the device reported a lead warning. The leads were being extracted "to make room for the crt-d implant." The patient died during the lead extraction and is scheduled for an autopsy. The cause of death has been requested and not received. Follow up with the physician reported the patient had a pocket infection that was not discovered until the lead extraction. The physician does not have the exact cause of death, but is suspicious that the "infection may have played a role."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) no anomalies found.

Manufacturer narrative:
It was further reported by the patient's spouse that part of the right ventricular lead insulation broke off causing a thrombosis to the heart and the patient went down hill after that. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) no anomalies found.

Event description:
It was reported the 4012 lead was being used in the right ventricular port and the device reported a lead warning. The leads were being extracted "to make room for the crt-d implant." The patient died during the lead extraction and is scheduled for an autopsy. The cause of death has been requested and not received. Follow up with the physician reported the patient had a pocket infection that was not discovered until the lead extraction. The physician does not have the exact cause of death, but is suspicious that the "infection may have played a role."